Event description:
Technician alleged that the bed had a high ground resistance reading. No pt impact.

Manufacturer narrative:
The tech found a broken ground wire. The tech replaced the ground wire to resolve the issue.